Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient was informed of possible solutions to address signal loss on the smart device. The issue was resolved as the patient re-established connections. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/31/16. The reported event of loss of connection was not confirmed. A root cause cannot be determined.